Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm noted during our testing. No replace battery alarm noted during our testing or in the formatted history files. However, detailed trace analysis has confirmed the insulin pump alarmed low battery and then alarmed power system error was due to connector resistance issues at the j6 printed circuit board assembly however, after disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had minor scratched display window, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was very short. Customer changed battery 3 times within 2 hours. Insulin pump received a failed battery test alarm and received a blank display screen. Customer declined troubleshooting for blank display screen. Customer was not sure of blood glucose readings, but stated that it may have been 14.0 mmol/l. Insulin pump would be replaced.